Event description:
The report stated that the pencil caught a lap sponge on fire during activation. The surgeon was cauterizing the chest wall when the lap sponge caught fire. The surgeon squirted fluid on the sponge and put out the fire. The latex sponge was charred and partially burned. They did not change the pencil at that point because they did not feel there was a problem. The surgeon proceeded to cauterize but felt there were a lot of sparks from the pencil so they changed the pencil out and proceeded with no further incident. There was no pt injury.

Manufacturer narrative:
Eval found no defect with the pencil. The pencil passed hipot testing. The blade was received slightly bent and eschar build up on the tip of the blade which contributed to sparking. The IFU states: wipe the electrode often with gauze or other materials." The IFU states: "do not place active accessories near or in contact with flammable materials. (Such as gauze or surgical drapes). Electrosurgical accessories which are activated or hot from use can cause a fire."